Manufacturer narrative:
Heartsine's investigation found the root cause of the reported fault to be corrosion on the membrane panel due to storage outside of the indicated conditions. Upon receipt at heartsine, the device was unable to be powered on via the on/off button. This was attributed to corrosion within the membrane pcb, on the on/off button contact pads. Further corrosion was observed across the device. The corrosion was cleared and the device underwent extensive testing off all critical functions, performing to specification throughout. The corrosion membrane panel and screws, would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device's on/off button was not functional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device's on/off button was not functional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.